Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00228 on 04-aug-2023. Additional information (25-aug-2023): siemens further evaluated the event and ruled out reagent issues based on review of quality controls, which showed recovery within acceptable ranges. In addition to the service activities described in the initial report, a siemens customer service engineer (cse) replaced reaction wash waste valves and reaction dispense 1 valve. Then, the cse performed mixer alignment and mixer auto alignment, which returned the instrument to normal operation. The cse monitored the instrument post service, and no additional discordant results were observed. The instrument was performing within specifications. No further evaluation of this device is required.

Event description:
A falsely depressed creatine kinase (ck_l) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician(s). The sample was reprocessed on the original analyzer and an alternate atellica ch 930 analyzer. The repeat results from both instruments correlated and were considered correct. There are no known reports of patient intervention or adverse health consequences due to a falsely depressed ck_l result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed creatine kinase (ck_l) result was obtained on a patient sample on an atellica ch 930 analyzer. The quality control (qc) was in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed decontamination, replaced reagent arm 1 and 2, performed an auto check, replaced a probe to address the sample arm auto check failure, and performed alignments. Then, the cse manually aligned the reaction ring, moved home position, realigned all the other subsystem connected to the reaction ring, and performed auto check and weekly maintenance, which passed. Next, the cse upgraded the software and checked all mixers. The customer indicated that they decided to stop this instrument.